Manufacturer narrative:
(B)(4). Concomitant medical products: x11-170310 - integral femoral stem - 275840, 157448 - m2a magnum modular head - 458830, 139256 - m2a magnum taper insert - 859270. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09459.

Event description:
It was reported that patient underwent hip revision approximately 11 years post implantation due to significant pain, tissue destruction, bone destruction, metal wear, and limitation in daily activities. During the surgery it was noted that a large amount of grayish tissue surrounding the hip along with gray fluid is consistent with metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.